Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The customer indicated that the pt sample was tested in duplicate and both results were flagged with a fatal "qns" flag which suppressed the accu tnl results. The customer re-tested the pt original sample in duplicate for accu tnl. The accu tnl results were: 0.51ng/ml and 0.00ng/ml. The customer indicated that the pt original samples was re-tested again in duplicate and the results were 0.00ng/ml and 0.02ng/ml. The accu tnly result of 0.00ng/ml was reported out of the lab. No additional information regarding this event was provided by the customer. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.